Event description:
It was reported that the video system center had an issue of light is not adjusting/gets too bright when the distal end gets closer to the tissue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.